Manufacturer narrative:
All available patient information was included. Additional patient details are not available. During the requested site visit, the field service representative (fsr) inspected the instrument and noticed air bubbling out of the tip of cuvette wash nozzle 1a. The fsr replaced the peristaltic head tubing (tubing, peristaltic head (rohs), part number 7-35009685-02) for the high concentration waste pumps a and b, cleaned the cuvettes manually, replaced the cuvette dry tips, replaced the cuvette wash bellows/poppets, and replaced 4 cuvette segments. The fsr performed the cuvette washer test and no issues were observed. No discrepant result issues have been reported since the fsr serviced the instrument. Return testing was not completed as returns were not available. A review of the architect c16000, serial number (B)(4), instrument service history revealed zero additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect c16000 systems found no systemic issues or trends for the issue associated with this ticket. A 12-month review of the complaints for the tubing, peristaltic head (rohs), part number 7-35009685-02, did not identify any trends or systemic issues. The architect system operations manual and the architect c16000 system service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of the tubing, peristaltic head (rohs). Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(4), or the tubing, peristaltic head (rohs), part number 7-35009685-02.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 (B)(6) initial = 3.05 / repeated = 0.82 / 0.83mmol/l (normal range 0.66-1.07mmol/l). There was no reported impact to patient management.